Event description:
The affiliate reported that the customer alleged that the positive control biological indicator's (bi) color did not change to yellow. The color was transparent and colorless after incubation. The customer stated that the load was not recalled. No injuries were reported related to the unrecalled items. Per affiliate, the bi was a positive control, so it was not processed. The subsequent processed bi's were negative. But there is no info if the lot numbers were the same with the control bi.